Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, two inpact av access paclitaxel eluting balloon catheters were used to treat the left cephalic arch. Approximately 15 months post procedure, patient suffered in stent stenosis of the cephalic arch which was treated with revascularization and medication. A non medtronic pta balloon was used to treat the cephalic arch. Patient recovered. Investigator assessed event is not related to device, procedure or paclitaxel.